Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The lead was exhibiting noise and the impedance measurements had decreased. An invasive procedure was performed, the physician noted the lead had been tied down directly on the lead, no suture sleeve was used, causing insulation damage. A new endotak lead was implanted.